Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump just got a flat sound and the customer removed the battery and the screen keeps getting stuck. The customer's blood glucose level was 117 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted.